Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 452 mg/dl. The customer also reported that the insulin pump received compromised forced sensor system error alarm and drive support cap was sticking out. The customer did not have the insulin pump for troubleshooting and would call back. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a33 alarm due to completely broken reservoir tube lip. Device had loose/protrude drive support disk, broken battery tube threads, missing reservoir tube o-ring.